Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 684758 implantable tachy lead 2008 (B)(6). (B)(4).

Event description:
It was reported that there was an observation for atrial lead position check failed. The p-waves have decreased and there is intermittent far field r-wave (ffrw). The lead's sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.